Event description:
Air was entering IV tubing while it was used to infuse a total parenteral nutrition solution. A second tubing was hung with the same results. Both were the same lot number. All tubings from this lot were retrieved and replaced. Co was called.